Event description:
It was reported the ventricular lead was broken. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed the customer allegation. The upper/lower cases and one side bail cover were broken. The battery release and heart block were contaminated. The battery contacts were compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary (B)(4): analysis confirmed the customer allegation. The upper/lower cases and one side bail cover were broken. The battery release and heart block were contaminated. The battery contacts were compressed.